Event description:
It was reported that prior to an unknown procedure an error code 1 was received with the generator. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The customer complaint has been confirmed. To correct the error code the main pcb assembly was replaced. After servicing the unit passed qa inspections. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.